Event description:
It was reported that there was noise with oversensing, low amplitude of r-waves, and high capture thresholds as high as 2.5v on the right ventricular (rv) lead channel of this pacemaker. There was no pacing inhibition greater than 2 seconds. Technical services (ts) analyzed presenting electrogram (egm) and recommended further examination of lead. It was noted patient is scheduled for a generator change due to elective replacement indicator (eri) that is within expected labeled longevity timeframe. This pacemaker system was explanted and replaced a new system. No additional adverse patient effects were reported. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that there was noise with oversensing, low amplitude of r-waves, and high capture thresholds as high as 2.5v on the right ventricular (rv) lead channel of this pacemaker. There was no pacing inhibition greater than 2 seconds. Technical services (ts) analyzed presenting electrogram (egm) and recommended further examination of lead. It was noted patient is scheduled for a generator change due to elective replacement indicator (eri) that is within expected labeled longevity timeframe. This pacemaker system was explanted and replaced a new system. No additional adverse patient effects were reported. No adverse patient effects were reported.